Event description:
Customer reported unresponsive buttons from the insulin pump, that the device alarmed button error, and that the device scrolled up without any input by the customer. There was no significant event reported as leading up to the incident. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 295 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.